Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID 37602 ((B)(6)); product type: 0197-implantable neurostimulator; implant date (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding two implantable neurostimulators. The reason for call was the caller reported the patient was being shocked randomly and it was causing the patient to freeze up (it was affecting the patient's limbs/arms). The caller stated the patient had their nephew turn the stimulation down yesterday because the patient was "freaking out" and the nephew accidentally also turned the stimulation off. The nephew then had the stimulation turned back on but the patient reported they were still getting shocked even with turning the stimulation down. Caller stated the patient was reporting that their right arm and left leg were shaking and their right one was just tingling like it was waking up only twice as bad, pain-wise. Patient was also present in the background for this call and was also reporting some of these details along with the caller. The patient denied having had any falls or trauma that would have led to the issue. The issue had been going on since thursday or friday of this past week ((B)(6) 2025). Redirected the caller to the patient's managing health care provider to further address the issue and provided the caller with the number for the healthcare provider to page a representative if needed. No further action was taken.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider, who investigated the issue and determined that it was not a device malfunction. The patient is experiencing cervical radiculopathy, resulting in sharp, radiating pain that is unrelated to the deep brain stimulation system. The symptoms were described in an alarming manner by the patient, but they were confirmed to not be associated with the device.